Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed. Manufacturing date was provided but data is not on the label as pi.

Event description:
Arjo was notified about an issue related to the carevo shower trolley. During the device inspection performed by an arjo representative it was found that side support handle was broken off and it's locking mechanism is damaged. The device was repaired and the faulty part was replaced. The circumstances of malfunction occurrence are unknown. No patient involvement and no injury were reported.

Manufacturer narrative:
Arjo was notified about an issue related to the carevo shower trolley. During the device inspection performed by an arjo representative it was found that side support handle was broken off and it's locking mechanism was damaged. The device was repaired and the faulty part was replaced. The circumstances of malfunction occurrence are unknown. No patient involvement and no injury were reported. The carevo is equipped with two side supports. Each side support consists of two handles which enable securing the side support in raise position, outer position or down position. In order to place the side support in desire position, both handles must be used at the same time. The carevo device involved in the reported event, was evaluated by an arjo representative, who noticed that one of the two handles that opens the side support had broken off. It is unknown under what circumstances the handle failed. The post market survaillance data review and the investigation performed revealed that safety side handles are not deforming or breaking during normal use or in critical misuse situation. During a course of investigation, it was not possible to recreate exact root cause of side support handles breakage. According to the tests performed the results are appropriate to intended use of product and product meets it¿s requirements and specification. The caregiver using the device is obligated to check if all parts are in place before every use as well as a thorough inspection for damage. If any part is missing or damaged the product should be removed from service until is repaired. The instruction for use (IFU 04.ba.08_9) for carevo warns user about the necessity of checking if the side supports are properly closed and locked: ¿to avoid patient from falling out of the device make sure that all side supports are in a locked position¿. Following the IFU the caregiver should lift the opening handles and raise/lower the side support to the selected position until it locks and clicks into place. If the opening handles will not lock the caregiver should remove the patient and make a visual check. If check result reveals any malfunction, the caregiver should contact qualified personnel. The check of opening handles to confirm that they lock properly is a part of every week functionality test routine. Based on the collected information it was not possible to determine the cause of the handle damage since it is unknown how the handle broke. In summary, the carevo device did not meet performance specifications due to a broken handle. It is unknown if the device was used with a patient when the event occurred. This complaint was decided to be reported to the competent authorities due to lack of information regarding the circumstances of malfunction (side support handle was broken off) occurrence.